Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed cuttings in the insulation at approximately 8 cm distal to the is-1 connector pin. Blood penetrated the lead in these areas. The silicone sealing at the is-1 connector pin was found damaged. It is reasonable to assume that these damages were caused during the surgery. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In summary, there were cuttings with blood in this area found. There was no sign of a material or manufacturing problem.

Event description:
Informed by rep the patient has a dislodged atrial lead.

Manufacturer narrative:
(B)(4).